Event description:
It was reported the patient was treated at (B)(6) hospital due to hypoglycaemia on (B)(6) 2026. The patient recalled on (B)(6) 2026 they had received a communication error when activating a new pod; after selecting "try again" the pod successfully activated. The patient later wondered if the pod had been compromised following the communication error. On the evening of (B)(6) 2026 the patient reported they had been out for dinner and drank alcohol. Following this, their blood glucose levels were decreasing so they switched to manual mode and attempted to pause insulin delivery at 02:37am. The patient stated they were not alerted to re-start insulin delivery. At 6:30am the patient's partner woke them up due to a low glucose alarm and the patient had lucozade. It was reported the patient later arrived at the hospital unconscious and was treated with intravenous glucose two hourly and had fingerstick blood glucose readings taken every 20 minutes. The patient's blood glucose level had decreased to 0.4 mmol/l (7 mg/dl). The patient was discharged after 8 hours. The patient was reportedly using fiasp insulin with the omnipod 5 system. An additional report has been submitted for a pdm issue related to this event (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.